Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision surgery as the cylinders were shorter than required for the patient anatomy. Due to the location of the distal tip, it was visible that it lacked approximately 1 cm to 2 cm. During the procedure, the existing cylinders and pump were removed, new measurements were taken and new components were implanted. No patient complications were reported.